Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 7229cx implantable cardioverter defibrillator (ICD): (B)(6) 2000; a 6943-65 implantable tachy lead: (B)(6) 2001. (B)(4).

Event description:
The patient reported that the lead broke. Follow up with the patient¿s clinic was unsuccessful. The lead was capped and was not replaced per the patient¿s request. No patient complications have been reported as a result of this event.